Manufacturer narrative:
Complaint conclusion: as reported, the 5f mynxgrip vascular closure device (vcd) appeared to be split along the distal edge and the sealant solution was exposed. There was no reported patient injury. The physician went to the point of turning the non-cordis sheath stopcock and checked for leakage. The physician didn¿t feel right when manipulating near the gray part of the mynxgrip therefore the device was aborted at that point. The intended procedure was a left heart catheterization (lhc) with a retrograde approach. The deployer¿s mynx training status was certified. The stick location was the right common femoral artery (cfa). The puncture site was not located above the most inferior border of the inferior epigastric artery (iea) for a high stick or even not below the bifurcation for a low stick. There was no posterior wall puncture. The device was stored and prepped according to the instructions for use (IFU). There were not multiple sheath exchanges in the procedure or multiple stick attempts made before intravascular access was achieved. The procedural sheath was greater than 7f. Hemostasis was achieved by manual compression. Other additional procedural details were but are unknown. The product was returned for analysis. A non-sterile mynxgrip vascular closure device was returned. Per visual analysis, the shuttle cartridge was disengaged from the handle. The sealant sleeve was fully retracted. The sealant was protruding from the shuttle cartridge, exposed to saline and appeared to have swelled. The advancer tube remained inside the shuttle cartridge. The procedural sheath was not returned with the device. The catheter and shuttle cartridge were inspected for anomalies that may have obstructed the device path during deployment. No anomalies were observed. Per functional analysis, shuttle movement was checked, and no resistance was felt. After unsheathing, the advancer tube was able to properly engage the tamp lock. 2 non-sterile unused (open packages) and 10 sterile unused mynxgrip devices from the same lot were returned for evaluation. 10 sterile unused mynxgrip devices were received in the original sealed packages.three samples were randomly chosen for visual inspection and no anomalies were observed. The sealants remain in the manufactured position. The balloons were fully inflated with water and pressure was maintained with proper functioning of the inflation indicator. The shuttle down procedure simulated and the advancer tubes were properly engaged to the tamp locks as intended. All three devices passed the test and are deemed to meet specifications. A product history record (phr) review of lot f1930403 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿device deployment jam - premature sealant swell¿ was not confirmed in any of the returned devices due to the condition in which the units were received for analysis. Functional analysis was preformed successfully on the unit used in the procedure despite the sealant being swelled. Functional analysis was performed successfully in all the returned unused devices. The exact cause of the reported event could not be conclusively determined. Procedural factors, such as high tension being applied to the balloon catheter during the shuttle deployment step, may have contributed to the reported event. This can result in a tight seal at the tip of the sheath and as the device is advanced, saline /blood can be trapped inside the sheath, causing the sealant to hydrate prematurely which may have cause resistance during the shuttle deployment step. Neither the phr review nor the information available for review suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
Concomitant medical products: sheath introducer (terumo), fl4, fr4, pigtail. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
The 5f mynx grip vascular closure device (vcd) appeared to be split along the distal edge and the sealant solution was exposed. The physician went to the point of turning the non-cordis sheath stopcock and checked for leakage. The physician didn¿t feel right when manipulating near the gray part of the mynx grip therefore the device was aborted at that point. Hemostasis was achieved by manual compression. There was no reported patient injury. The intended procedure was the left heart catheterization (lhc) with a retrograde approach. The deployer¿s mynx training status was certified. The stick location was the right common femoral artery (cfa). The puncture site was not located above the most inferior border of the inferior epigastric artery (iea) for a high stick or even not below the bifurcation for a low stick. There was no posterior wall puncture. The device was stored and prepped according to the instructions for use (IFU). There were no multiple sheath exchanges in the procedure and no multiple stick attempts made before intravascular access was achieved. No procedural sheath that is greater than 7f was used. Other additional procedural details were but are unknown. The device is expected to be returned for evaluation.